Event description:
It was reported that pump display was frozen several times and could not be cleared, causing customer to lose trust in pump. There was no adverse impact to the customer's blood glucose level. Customer attempted a pump reset as instructed by technical support, then switched to multiple daily injections as backup therapy.